Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connections were cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe and customer reported intermittent communication failed error messages, that caused the system to lock up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.